Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1; date of submission: 04/07/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/24/2015 with the following findings:the battery compartment was observed to be cracked at the case seal, and the threads of the battery compartment were found to be damaged: the reported issue was confirmed. Related to the reported issue, the returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU);however, the pump was able to maintain power with the returned battery cap installed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.